Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with low battery was confirmed but not duplicated during evaluation. This condition was caused by depleted main batteries. The main battery and battery harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This involved a colleague infusion pump with a user interface module master software version 6.63.92.